Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the bag seam. This bag had a seal defect around the additive port causing it to leak in the seam. The leaks were observed during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.